Manufacturer narrative:
Manufacturer¿s investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) was returned in association with the reported event of the mpu alarming while connected to the system controller (serial number: (B)(6)). The mpu returned to the pleasanton service depot in unremarkable physical condition. The unit booted up and functioned as intended. The reported alarms were not able to be reproduced with a test system controller. No issues with the mpu were noted, so the unit returned to the customer. The root cause of the reported alarms was determined to be due to damage to the system controller¿s power cable, and the reported event could not be correlated to an issue with the mobile power unit. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mpu had a v-lock connector on the ac power cord and had not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that could have affected ac power at the time of the event. The mpu was exchanged. It was later reported that the patient was experiencing low voltage hazard alarms and no external power alarms while connected to their new mpu. The new mpu had a v-lock connector on the ac power cord. The ac power cord has not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that could have affected ac power at the time of the event. The alarm was able to be recreated while patient was in clinic with the clinic's mpu. Additional log file were sent for review. The log file captured numerous power cable disconnect and low power hazard alarms while the patient was connected to the mpu. There were no other unusual events recorded in the log file event history. The alarms were not able to be recreated with a practice pump. It was noted that while patient was on the mpu, the clinician moved the white power cable and that triggered the alarms. There was no noticeable damage, and the power cables were fully connected. The system controller had been appropriately alarming. The system controller was exchanged which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced alarms on the mobile power unit (mpu). When the patient's power cables were moved the mpu made a brief alarm, but it did not show on their system controller or the mpu. Log files were submitted for review. The event log file captured pulsatility index events as well as routine power source changes. There were no abnormal system controller alarms or pump faults in the log file. It was noted that the alarm silence button was pressed multiple times in the log file history even though no actual alarm conditions were active in the log.